Manufacturer narrative:
The reports of the following patient identifiers are linked: (B)(4). This report has been submitted by the importer under this MDR report number 2429304-2025-00155. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unknown procedure, the balloon was too small for the distal tip of the bronchovideoscope. The balloon was failing off and was recovered. A new balloon was used to complete the procedure. This resulted to a delay of the procedure for less than 30 minutes. Additional information was requested but not available at this time. There were no further reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h6 the device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.